Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during testing, their device would not detect a test patient load. The device gave a "connect electrodes" message even though the test patient load was connected to the device. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.